Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had cosmetic damaged and reservoir ring was crack as well as reservoir was rarely lock into place.. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed the reservoir lock or did not lock in place. Customer was advised to the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip noted. The test reservoir does stay locked in place . (B)(4).